Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: guidewire separation requiring medical intervention. Device issue: guidewire separation. It was reported that a peripheral case was being perfomred involving a cryoplasty of the profunda with a peripheral dilatation system. Upon removal of the balloon catheter from the guidewire, the guidewire separated approx fifteen inches from the tip. The physician worked for about an hour to remove the separated portion and it was finally snared and removed from the pt. Reportedly, there were no pt effects and the pt is doing well. No additional event or pt information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guidewire was returned with blood on the coils and core. No contrast was visible. The shaping ribbon was bent into a hook shape 1.7 cm proximal to the tip ball. The core had separated at the proximal end of the hypotube. The fracture faces were bent and ovaled as if kinked prior to separation. There was a small portion of the core protruding from the proximal end of the hypotube. The core was kinked at the distal end of the hypotube, 1.2 cm distal to the distal end of the hypotube. The core was also kinked 41.8 cm and 42.5 cm distal to the proximal end. No other damage to the guidewire was noted. The tip was tugged on to verify that the core and shaping ribbon were intact. This guidewire was sent to the lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The scanning electron microscopy (sem) showed the guidewire failed from ductile overload adjacent to the hypotube. The sem also showed evidence that the guidewire was bent excessively at the failure point. The guidewire was therefore subjected to forces that exceeded the strength of the device. Guidewires are fragile and can be easily damaged. The incident information did not describe conditions that would have overloaded the guidewire, but pushing against resistance (contrary to the IFU) could cause the guidewire to bend as found on the returned device. The hypotube joint is the weakest point on the device core. In coronary procedures, this area is more supported by the guiding catheter, but in a peripheral situation, the guidewire is more vulnerable and will bend if pushed against resistance and typically fails at the weakest point as with the returned device. In this case, the root cause of the bend and subsequent failure due to ductile overload is unknown, but the analysis did not show a manufacturing related cause for the failure. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. There is no indication of a quality issue in either materials or workmanship. This very low-level failure mode will be monitored. Action may be taken based on adverse the results. To ensure this does not occur. Manufacturing 100% checks all guidewires for any bends or kinks along the core. This MDR is considered closed by the product performance group.